Event description:
It was reported via medwatch report mw5179565 that stent fracture occurred. A 2.25 x 24mm synergy? Xd drug-eluting stent was deployed for treatment. However, following deployment, the stent was found to be fractured. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H6 device codes corrected.

Event description:
It was reported via maude report mw5179565 that stent fracture occurred. A 2.25 x 24mm synergy? Xd drug-eluting stent was deployed for treatment. However, following deployment, the stent was found to be fractured. No patient complications were reported.